Manufacturer narrative:
This report is submitted july 26, 2018.

Event description:
Per the clinic, the patient developed a skin flap infection and was administered oral and topical antibiotics. It was also reported that the infection has cleared. Subsequently, the device was explanted (date not reported).

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 05, 2024.